Event description:
Patient was having a laparoscopic procedure and was placed in lithotomy position with trendelenburg. During the procedure the patient slid toward the bed which straightened the legs. Patient was repositioned but surgeon would not allow shoulder holsters to be placed. Patient continued to slide toward the head of the bed. During anastomosis with eea, patient slid again which may have compromised the staple line. Patient repositioned again. After the case it was discovered that the pads on the bed did not have adequate velcro to hold them in place with a patient of this size. Additional velcro was added so table was not taken out of service.